Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1: the pump was returned to animas and evaluated on april 13. Evaluation demonstrated that the keypad buttons were activating pump functions appropriately. The keypad was removed and contamination was observed under the button contacts. The bolus button was torn but it activated pump functions appropriately when pressed. Unrelated to the complaint the internal battery was corroded. The pump was exercised for 24 hours without issues noted. .

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.